Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 6923 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: after this treatment I developed various physical symptoms. Since then, I have had follow up treatments and the foreign-body material was on (B)(6)2024. The symptoms hinder my normal daily functioning and I am suffering damage. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). During the operation, the coil was found in the upper part of the fallopian tube. So, not in the right place [device dislocation], fatigue [fatigue], pressure on the stomach [stomach pressure sensation of] , muscle and joint pain [arthromyalgia] , foggy feeling in head [foggy feeling in head] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("during the operation, the coil was found in the upper part of the fallopian tube. So, not in the right place") in a female patient who had essure (ess205) inserted (lot no. 12277029) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), fatigue ("fatigue"), abdominal discomfort ("pressure on the stomach"), arthralgia ("muscle and joint pain") and brain fog ("foggy feeling in head"). The patient was treated with surgery (to remove essure). On (B)(6)2024, fatigue, abdominal discomfort, arthralgia and brain fog had resolved. Essure (ess205) was removed on (B)(6) 2024. At the time of the report, the device dislocation had resolved. The reporter considered abdominal discomfort, arthralgia, brain fog, device dislocation and fatigue to be related to essure (ess205) administration. The reporter commented: after this treatment I developed various physical symptoms. Since then, I have had follow up treatments and the foreign-body material was on (B)(6) 2024. The symptoms hinder my normal daily functioning and I am suffering damage. Batch number: 12277029, manufacture date: 2005-02-28, expiration date: 2007-01-31. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 6923 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: after this treatment I developed various physical symptoms. Since then, I have had follow up treatments and the foreign-body material was on (B)(6) 2024. The symptoms hinder my normal daily functioning and I am suffering damage. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-feb-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). During the operation, the coil was found in the upper part of the fallopian tube. So, not in the right place [device dislocation], fatigue [fatigue] , pressure on the stomach [stomach pressure sensation of], muscle and joint pain [arthromyalgia] , foggy feeling in head [foggy feeling in head] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("during the operation, the coil was found in the upper part of the fallopian tube. So, not in the right place") in a female patient who had essure (ess205) inserted (lot no. 12277029) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6)2024. On unknown date she experienced device dislocation (seriousness criteria hospitalisation and intervention required), fatigue ("fatigue"), abdominal discomfort ("pressure on the stomach"), arthralgia ("muscle and joint pain") and brain fog ("foggy feeling in head"). The patient was treated with surgery (to remove essure). On (B)(6)2024, fatigue, abdominal discomfort, arthralgia and brain fog had resolved. At the time of the report, the device dislocation had resolved. The reporter considered abdominal discomfort, arthralgia, brain fog, device dislocation and fatigue to be related to essure (ess205) administration. The reporter commented: after this treatment I developed various physical symptoms. Since then, I have had follow up treatments and the foreign-body material was on (B)(6)2024. The symptoms hinder my normal daily functioning and I am suffering damage. The most recent follow-up information incorporated above includes data received on: 20-mar-2025: event medical device removal is replaced with event device dislocation. New events fatigue, pressure on the stomach. Feeling of a bag of cotton balls in the head. Muscle and joint pain were added. Event outcome added recovered resolved to all the events. Lot number & patients date of birth added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.